Event description:
Healthcare professional reported left side rupture and "left axillary siliconoma". Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary siliconoma".